Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by mechanical damage to a component. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. 2 reported events had no patient involvement; no patient impact.